Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR number: 2916596-2020-06130. It was reported that the patient's device had a low voltage alarm that converted to a no external power alarm at 00:23 on (B)(6) 2020 while connected to the mobile power unit. The patient did not remember the alarm occurring. Technical services reported that there appeared to be a total loss of power to the mobile power unit enabling the backup battery until power was restored. The event lasted about 20 seconds, and there was no interruption in pump support during the event.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event on november 26. According to the voltage values, there was a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and activated the alarm. The power was restored approximately 20 seconds later, and the alarm cleared. The system was not interrupted by the event. A root cause could not be determined through this evaluation. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 29oct2020. No further information was provided. The manufacturer is closing the file on this event.